Event description:
No additional information provided from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated Fields: H2, H6, H11.The device was returned to Olympus for inspection and the reported failure was confirmed. The most probable cause of the complaint is Failure To Follow Instructions.Problems traced to the user not following the manufacturer's instructions. A review of the Device History Record found no deviations that could have caused or contributed to the reported issue.The event can be prevented by following the Instructions for Use which state: Deflate the balloon before withdrawing the endoscope from the patient.Withdrawing the endoscope while the balloon is inflated could result in patient injury.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
IT WAS REPORTED DURING AN ENDOBRONCHIAL ULTRASOUND THE BALLOON FELL OFF INTO THE PATIENT AND HAD TO BE RETRIEVED RESULTING IN A PROLONGATION OF AN UNKNOWN DURATION. THERE WERE NO REPORTS OF PATIENT HARM.